Event description:
Reporter stated that the inform meter's 3rd internal contact was blackened. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.